Manufacturer narrative:
A field service engineer (fse) determined that the vacuum vessel was clipping the cuvette due to missing pins on the disk. The fse replaced the rotor disk and adjusted the vacuum nozzle. The operational and mechanical checks passed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number and expiration date were not provided. A field service engineer (fse) replaced the rotor disk and adjusted the vacuum nozzle. The system was verified to be within specifications, and operational and mechanical checks passed. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas 6000 c (501) module. Sample 1's initial result on (B)(6) 2025 was 0.43 mg/dl, and the repeat result on another c501 was 2.64 mg/dl. Sample 2's initial result on (B)(6) 2025 was 3.58 mg/dl on another c501 instrument, and the repeat result was 2.0 mg/dl on the referenced c501. Sample 1's result of 2.64 mg/dl was deemed to be correct. Sample 2's result of 3.58 mg/dl was deemed to be correct. The initial result for sample 1 was repeated because a doctor questioned it. Sample 2 was repeated after a patient look-back was performed after sample 1 was found to be questionable and was not released outside of the lab.